Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not loaded and report was not working. A technical support specialist (tss) remotely logged into the server through remote support service and accessed the website using provided credentials, filtered for medication identifier 19520 with no results found, searched for medication identifier 19520 in both the facility formulary and pharmacy formulary, with no results identified. Tss searched by medication description and found similar medication with different medication identifier. Tss confirmed that the provided medication identifier was not configured in the facility formulary. The customer acknowledged the findings and confirmed that the case could be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medications were not loaded and report was not functioning correctly. In the current example, medication suzetrigine 50 mg (19520) for patient servis, melissa (4059) was not appearing on the report for device 3w, despite being expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.